Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device; however, since the investigation is on-going, the complaint could not be confirmed and the assignable root cause could not be determined at this time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery oscillator device motor was too weak and had a switching on failure. It was further determined that the device failed the following pre-tests: functional test, check the trigger and electronic control unit (ecu) function, check the oscillations frequency, mode switch test and check performance. It was reported in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.